Event description:
Implant fracture.

Manufacturer narrative:
Implant region 45 fractured. Construction was a single crown on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading of the implant after 18 years in situ.

Event description:
Implant fracture.